Event description:
Possible overcorrection during vision correction procedure. Update of software on visx excimer laser machine was done in mid-may. Pts who underwent correction of low-correction vision --1 or less- appear to have been over-corrected -to +2- due to software update. Higher-correction vision not impacted by this problem. Seven patients identified who may have experienced this over-correction, and might require recorrection. Machine has been taken out of service until further notice and company -amo/advanced medical optics- technicians working on problem. Dates of use: 2008. Diagnosis or reason for use: corrective vision procedure.